Event description:
This is a new claim concerning a hip prosthesis composed of an articuleze femoral head, a corail femoral stem and a bipolar head. On (B)(6) 2009, underwent a left hip surgery (arthroprosthesis implant surgery) where he received a depuy articuleze prosthesis. The diagnosis at entrance was 'left coxalgy due to suspect neoplastic lesion '; the diagnosis at discharge was 'pathological fracture of the left femor's neck'. According to the lawyer's letter , shortly after the implant, the patient started to suffer of an inflammatory process at the left hip, allegedly due to the metal ions released by the prosthesis. From (B)(6) 2009, the patient was hospitalized again in the oncologic ward of the same hospital to undergo to several exams, the diagnosis at entrance was 'pulmonary k'. From (B)(6) 2010, the patient was treated with tarceva, a drug used for non small cell long cancer. Between (B)(6) 2010, the patient was hospitalized again due to the severe pain concerning the implanted hip, started months before. The diagnosis at entrance was 'left hip prosthesis inflammation'; the diagnosis at discharge was 'lung of bronchus malignant tumor. The patient was transferred to the medicine ward as the orthopaedic doctors excluded the occurrence of fractures and/or inflammatory processes to the left implant. The diagnosis at discharge was 'lungs' neoplasia with bone metastases''. According to the counterparts' lawyer , contracted the carcinoma as a consequence of depuy prosthetic implant. The patient died in 2011.

Manufacturer narrative:
Patient death in 2011. Exact date has not been provided at this time. This complaint is still under investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.